Event description:
A health care professional reported following the intraocular lens implantation the patient had complained of bothersome halo and glare around lights while driving at night. It was further clarified that the lens was explanted in a secondary procedure. Clinical reason for the explant was dysphotopsia and patient was dissatisfied. No further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).